Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/18/2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined.